Manufacturer narrative:
Reported event: the event reported that a partial knee end effector's magnet was found missing from the trigger. A 5 min delay to troubleshoot and switch to foot pedal was reported. Device evaluation and results: material analysis was performed on parts that underwent the same failure mode. Material analysis was performed on other devices of the same part number and results showed the parts had no adhesive remains at the sidewalls of the cavity and very little remnants at the base of the cavity for those devices that underwent magnet disassociation or loosening. See the attached material analysis report. Visual inspection confirmed the magnet was missing from the trigger. See attached figures. Device history review: review of device history records show that 62 of 63 device were accepted into final stock on 07/12/2016 with no reported discrepancies. Npr- (B)(4) pertained to s/n (B)(4) for logo / marking legibility and the part was dispositioned for scrap on 07/13/2016. This nonconformance was unrelated to the alleged failure. Complaints history review: review of complaints for p/n 111758, l/n 19470615 within the trackwise database show two (2) complaints related to the failure in this complaint investigation. The pr#'s are (B)(4). Conclusion: the failure was confirmed. Material analysis was performed on other devices of the same part number and results showed the parts had no adhesive remains at the sidewalls of the cavity and very little remnants at the base of the cavity for those devices that were underwent magnet disassociation or loosening. Corrective action / preventive action: (B)(4) has been closed for the failure mode of magnet disassociation exceeding the acceptable occurrence rate. CAPA (B)(4) has been initiated for the failure mode.

Event description:
No power to burr during bone resection. Troubleshooted extensively including reset cutter, restart arm software, and replacing the anspach motor. Finally switched preference to burr pedal control, and worked fine and was able to complete the pka case without any negative effects. After post-operative inspection of the end effector handpiece, I found there to be no magnet in the trigger. There was a surgical delay of 5 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
No power to burr during bone resection. Troubleshooted extensively including reset cutter, restart arm software, and replacing the anspach motor. Finally switched preference to burr pedal control, and worked fine and was able to complete the pka case without any negative effects. After post-operative inspection of the end effector handpiece, I found there to be no magnet in the trigger. There was a surgical delay of 5 minutes.